Manufacturer narrative:
The device was returned to zoll japan. The customer's report was observed during initial testing. However, (B)(6) does not have the capability to trouble shoot the AED plus platform as they have not been trained/certified in this repair activity. The device will be returned to zoll medical corporation for further evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.